Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected for the last 15 days. There was a fall 6 months ago, but at that time there was no issue. On examination by surgeon, there was infection on the skin.